Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer via medwatch that needle would not retract during venipuncture. Additional information received on 06/25/2924: there were no adverse events or serious injury reported to patient or healthcare professional. No needle stick injury occurred to the patient.